Manufacturer narrative:
The hill-rom technician stated, he found the motor control board was burned. The technician replaced the motor control board to repair the bed.

Event description:
The facilities maintenance reported the bed's motor control board is charred, and the control box is blackened.